Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) tsvh10, (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) for evaluation. Visual evaluation of the as returned device identified the packaging/outer box was opened, and was inside an autoclave bag/pouch. The outer vial tamper seal/ring was observed broken, and its sterile inner vial, implant, bundle cover screw, and mount were missing/not returned for evaluation. Therefore, the condition of the product/packaging and the reported coob complaint is unknown/non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1289379. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289379 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging incorrect component quantity¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown/non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the implant container arrived empty and the procedure was completed with the placement of other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.